Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A doctor reported that multiple knives were not sharp during separate cataract surgeries. Alternate knives were obtained in order to compete each procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received now makes this report specific to one identified patient with a known date of event.

Manufacturer narrative:
One opened knife sample with a foam protector was received correctly seated in the tray for the report of not being sharp. The sample was visually inspected and was found to be conforming. The sample was tested for penetration and was found to be conforming. A customer photo was attached to the parent complaint. The photo is of a lidstock for a knife from the same lot number as that for this report. No other information could be obtained from the photograph. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are five additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming therefore, the report of not being sharp as described in the complaint, was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife sample was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).